Event description:
It was reported to olympus that during a transurethral resection of bladder tumor (turbt) procedure, the loop at the tip of wa22306d stuck in the bladder tumor during output, causing a problem that it fell out of the patient's body. The dropped loop has been recovered, and no health hazards have occurred to the patient. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Corrected fields: g2 (uncheck health professional), h8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The broken loop wire was charred, and the broken surface was confirmed to have a broken part and a melted part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occured due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.